Event description:
The customer called to report multiple alarms during the prime. Troubleshooting was performed, and the insulin pump passed the displacement test. The customer also reported a blood glucose reading of 238 mg/dl. The customer stated she would go to urgent care because she didn't have a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.